Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was observed that the glass rod is cracked. Light source output is extremely dim. Except for the glass rod no other damage was observed on the exterior or interior of unit. The complaint investigation has concluded that light source obstruction is caused by cracked glass rod. Cause of damage to glass rod could not be determined but it is possible that either the unit was dropped or a wet light guide adapter was inserted when glass rod was hot. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the lens integrated system wifi version was not emitting light when activated. No case reported; therefore, there was no patient involvement.